Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire. Patient claimed that upon deployment, sensor wire was present on pod. Patient claimed difficulty with insertion. No medical intervention was required.